Event description:
The customer reported a false positive architect total b-hcg result for a patient while running on the architect i2000sr analyzer. The patient sample generated an initial result of 385.6 miu/ml which did not correlate with the negative result of the colloidal gold test. The customer retested the sample and generated a result of < 1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service inspected the analyzer, found crystals on the sample pipetting opening and determined the diverter, load and unload - moulded base (rohs) (7-205671-02) on the architect i2000sr analyzer is the likely cause of the issue. The diverter, load and unload - moulded base (rohs) (7-205671-02) was cleaned and the issue resolved. Part cleaning resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for the architect i2000sr ((B)(6) ). There was no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending was reviewed and no trends were identified for the part and for the analyzer. Device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for a patient while running on the architect i2000sr analyzer. The patient sample generated an initial result of 385.6 miu/ml which did not correlate with the negative result of the colloidal gold test. The customer retested the sample and generated a result of < 1.2 miu/ml. There was no impact to patient management reported.